Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 27sep2019. Date of report: 30sep2019. The customer was contacted and stated that the touchscreen on this device was functioning as intended. Therefore, this customer complaint is no longer reportable, and the device does not pose any threat to death or serious injury to the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The caller reported that the nav-ring was not working. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported that the nav-ring was not working. There was no patient involvement.